Event description:
A report was received that the patient was unable to charge as the ipg was sitting in a fat roll. The patient underwent an ipg revision procedure. The patient was doing well postoperatively.